Event description:
According to the reporter: the stapler locked during the procedure and the staples presented a malformation. No injury reported. The staples were retrieved with tweezers. There was no bleeding reported in excess of 250cc. The case was extended by more than 10 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on: (B)(4) 2012.

Manufacturer narrative:
(B)(4).